Event description:
Per the surgeon's report, the pediatric had a skin flap breakdown. A revision surgery was done in 2007 and the patient resumed device use about 2 months later. In 2008, skin flap problems were again apparent. Explant surgery has been discussed but had not been scheduled as of the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.